Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up successfully. A review of the system log file confirmed the reported problem. Upon functional testing, the fse found that the host and ip pcs were not turning on with the system as the cmos batteries were defective. To resolve the issue, the fse replaced cmos batteries. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not boot up, and hung at initialization. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the cmos batteries in the host pc and image processing computer (ippc) which resolved the issue. The device was returned to use in good working order.